Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was spinal pain. The date of the event was (B)(6) 2018. It was reported the patient was in the emergency room (B)(6) 2018 and reported seeing an error code 4587. It was unknown if it was for the personal therapy manager or the clinician programmer. The pump was not alarming. No symptoms were reported. No further complications were reported. Additional information was received from a manufacturer representative. The pump was interrogated on (B)(6) 2018. There were no alarms in the logs. The patient could not give any error code that matched real codes. No further information. Additional information was received from a healthcare provider (hcp) via a manufacturer representative. It was reported that the patient saw the code 8476 (motor stall) on the personal therapy manager (ptm). The patient did not recently have an MRI. The pump was alarming as of (B)(6) 2018. They planned on replacing the pump. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was stated the [ptm] may not have been correctly read. Ultimately, the logs showed a motor stall. The pump was replaced on 2018 (B)(6) at 4:45 pm and would be returned. The representative had no further information.

Manufacturer narrative:
The pump was returned, and analysis found motor gear train anomaly; corrosion and-or wear and-or lubrication. The stall was due to shaft-bearing. Method, results and conclusion codes have been updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Per the pump logs the pump was delivering fentanyl (600.0 mcg/ml) 250.39 mcg/day and bupivacaine (12.0 mg/ml) 5.008 mg/day. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. Per the pump logs a critical alarm - pump motor stall occurred (B)(6) 2018 8:03 pm; critical alarm - pump motor stall occurred (B)(6) 2018 6:40 pm.